Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that during use of the bd venflon¿ pro safety shielded IV catheter there was an issue with extravasation. The following information was provided by the initial reporter, translated from french to english: anesthetists and nurses occasionally encounter difficulties in infusing, and this for no apparent reason, or on a particular batch number. Trials have been carried out with the new bd venflon pro safety catheter with instaflash and early reflux makes it possible to avoid the mandrel going too far up into the vein, as this is an aggravating factor in 'bursting' veins.¿ kt peripheral 20g faulty (bd lot: 9208027p45) absence of venous return kt in place in the vein and vein which bursts when the position is modified obligation to re-transmit repetition phenomenon according to the batch of kt very boring.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd venflon¿ pro safety shielded IV catheter there was an issue with extravasation. The following information was provided by the initial reporter, translated from (B)(6) to english: anesthetists and nurses occasionally encounter difficulties in infusing, and this for no apparent reason, or on a particular batch number. Trials have been carried out with the new bd venflon pro safety catheter with instaflash and early reflux makes it possible to avoid the mandrel going too far up into the vein, as this is an aggravating factor in 'bursting' veins.¿ kt peripheral 20g faulty (bd lot 9208027p45) absence of venous return kt in place in the vein and vein which bursts when the position is modified obligation to re-transmit repetition phenomenon according to the batch of kt very boring.